Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 48mm diameter abdominal aortic aneurysm. The patient had an aortic neck length of 24mm with aortic neck diameter ranging from 25-30mm. During the procedure, it was reported that after the endurant main body had been implanted, a type ia or possible type IV endoleak was observed on angiogram. A non-mdt cuff was attempted to be implanted but due to a device issue, it could not be deployed. An occlusion balloon catheter was then used to block blood flow from the proximal side to distinguish is type ia or type IV. A final angiography was then performed showing no evidence of an endoleak, concluding the endoleak to be a type ia endoleak. As per the physician, the patient had a reverse tapered neck with a gap of 4 mm or more between right below the renal artery and the ostium of the aneurysm. Additionally, the vessel anatomy was bad and so the cause of the event was assessed as anatomy related. No additional clinical sequelae were reported and the patient is fine.